Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. Device evaluation summary: device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) is currently underway. A review of the device download data does not suggest any device malfunction causing or contributing to the inappropriate treatment or reported burn. The cause for the high impedance during the treatment event is not known at this time. The patient reported that the device did deploy conductive gel during the event. A review of the device download data confirms that the lifevest alarm sequence began approximately 38 seconds prior to treatment delivery. There is no evidence to support the patient's allegation that the device "only beeped once" prior to the treatment. A cause and effect analysis was conducted (attached) using all of the available information which includes the incident report, software flag files, and ECG strips. The primary cause of the inappropriate shock event was lack of response button use prior to shock delivery. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was motion artifact. The source of the motion artifact could not be positively identified through the cause and effect analysis. The following factors could not be ruled out as contributing causes of the motion artifact: body motion. Poor ECG contact with skin. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate treatment. Motion artifact contributed to the false detection. The patient was conscious at the time of the event but did not press the response buttons. The patient reported that the device "only beeped once" and he did not have enough time to press the response buttons. Six days after the treatment the patient reported that he had been burned from the treatment. The patient reported that the burn was "really bad" and that his physician had prescribed a cream for the burns on (B)(6) 2017. His physician told the patient to remove the lifevest. During a follow-up visit on (B)(6) 2017 a distributor representative reported that the patient had a slight red burn-like irritation under the front therapy electrode. A review of device download data shows that the impedance during the treatment event was 186 ohms, which is above the normal operating impedance. The patient confirmed that the lifevest did release conductive gel during the treatment event.